Manufacturer narrative:
An event regarding stability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: indicate that the stability issue could be assumed as normal wear. With no medical records submitted the methods and results cannot be determined. -medical records received and evaluation: medical records were not provided. -device history review: devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for lots referenced. Conclusions: the exact cause of the event could not be determined because there was not enough information submitted for this investigation.

Event description:
The doctor reported the patient status post left triathlon knee done (B)(6) 2012 seems to be a little unstable through range of motion and the patella is subluxing. He requested an insert exchange during the procedure to tighten soft tissue. He went up from an 11mm insert to a 13mm insert. Satisfied, the surgical site was closed. Surgery was performed without incident.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #4 11mm insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The doctor reported the patient status post left triathlon knee done (B)(6) 2012 seems to be a little unstable through range of motion and the patella is subluxing. He requested an insert exchange during the procedure to tighten soft tissue. He went up from an 11mm insert to a 13mm insert. Satisfied, the surgical site was closed. Surgery was performed without incident.